Event description:
Pt was found on floor next to his bed with agonal respirations, surrounded by a pool of blood about his head and body-approx 2-3 liters. The percutaneous introducer sheath in pt's right internal jugular vein found to be loose with blood exsanguinating. The sheath was recapped/screwed back on immediately. CPR was initiated with all measures taken. After approx. 50 minutes, pt was asystolic and pronounced dead. The pt and introducer sheath (IV line) were observed with no problems noted 28 minutes prior to this event. Tpn had been infusing in this line with no prior leakage.